Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the joint of the permanent cautery hook (pch) instrument was missing. There was no error message displayed. The surgery was completed robotically without any fragment(s) being found. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The issue was identified during dissection. It is unknown what the surgeon believes caused the instrument to break. The instrument was in use for more than 30 minutes. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was not removed during the procedure prior to the breakage. Upon final removal, the instrument's wrist was straightened. No resistance was noted when the instrument was removed through the cannula. There was no damage to the cannula after the event occurred. It is unknown if a fragment from the instrument actually fell inside the patient. The customer searched but could not find any fragments inside the patient. There was no additional surgical procedure required to search or remove potential fragments. There were no postoperative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining any foreign object. The instrument is available for return to isi for failure analysis evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the pch instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Manufacturer narrative:
The permanent cautery hook (pch) was analyzed and found to have a broken monopolar yaw pulley at one of the posts where it connects to the distal clevis. The broken piece is missing as a result of the breakage, and it was not returned with the instrument. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Event description:
Refer to h11 for follow-up information.